Event description:
A nurse reported that three dull knives were experienced. No pt harm was reported. This is the first of two reports from this facility.

Manufacturer narrative:
The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. Samples have not yet been received for eval. Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).